Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. It was reported that the patient was considering having his ins replaced due to the rep telling them that it would work better if he did. No symptoms reported. No further complications were reported/anticipated.